Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that her blood glucose has been running high, so the customer changed out her infusion set and received a no delivery alarm on the insulin pump. Customer stated that her daughter primed the pump again and got it to work. Customer's blood glucose is no 413 mg/dl and was 445 mg/dl. Customer was advised to call for troubleshooting when she gets an alarm.